Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer reported that the insulin pump alarmed no delivery during the prime procedure. However, as a result of troubleshooting, changing the reservoir resolved the issue. Customer treated high blood glucose levels with an insulin pump bolus. Customer's blood glucose reading ranged from 200 to 400+ mg/dl. Customer reported they have contacted their health care professional regarding the unexplained high blood glucose. Replacement product is being sent.